Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer attempted to address occlusion alarm by changing the cartridge. During the fill tubing process, it was reported that the pump became frozen on the "fill tubing" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the screen. There was no known impact to the customer's blood glucose. Customer declined to provide further information regarding reported issues.